Manufacturer narrative:
The device, was used in a procedure was not returned for evaluation with all additional information provided including a photo we have not been able to establish a relationship between the reported event or determine a root cause. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review found other related failures. Probable cause may be an obstruction or component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported the the golden line of versajet ii 14mm handpiece burst; the procedure was successfully completed using a back-up device. No patient injury, delay or other complications were reported.